Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's father reported that the cgm stopped giving readings at around 2:00am while the patient's blood glucose (bg) was at 160mg/dl and was dropping fast. Patient's father stated it was believed that the patient experienced hypoglycemia around 3:00am. When the patient's blood glucose was measured again at 6:00am with a bg meter, his bg was at 353mg/dl. The patient was given insulin and then a few hours later his bg returned to normal. Patient's father reported that there were no messages or errors that preceded the lack of cgm readings. At the time of contact, the patient's condition had returned to normal. No additional event or patient information is available.